Event description:
Customer reportedly received result of 5.6 inr on the coaguchek s system and 3.53 inr on a comparison lab. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.